Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 84 days.  No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted into emergency department with dark tarry stools. Anticoagulants at time of event were aspirin and warfarin. Protonix infusion was initiated. From (B)(6) 2017 through (B)(6) 2017, the patient was transfused with 4 units of packed red blood cells (prbcs). On (B)(6) 2017, esophagogastroduodenoscopy (egd) revealed active bleed in duodenum from mucosal surface. Area was cauterized. On (B)(6) 2017, repeat egd revealed erythematous/ulcerated mucoase at the site of prior bipolar cautery. Area appeared to be healing with no active bleed. On (B)(6) 2017, patient was discharged with regular blood monocytes (bms) and no melena. Patient tolerated diet without nausea or vomiting. Oral protonix was prescribed for 2 months. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. The patient remains ongoing on vad support and no additional complaints have been reported at this time. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.